Manufacturer narrative:
Reference ID: (B)(4). The radiography 7300 c is a high-end digital system featuring a height-adjustable patient support table and a ceiling suspension with a movable tube and control handle. It includes a philips x-ray generator and a pixium 4343rce flat panel rad detector, forming the radiography image chain. The system also offers a portable wireless detector option, the skyplate family, for flexible exposures. Philips received a complaint on radiography 7300 c indicating that the immediate shot detected at detector. The device was not in clinical use and there was no patient or user harm. The remote service engineer (rse) performed analysis and concluded that the detector had been dropped. The rse provided remote support and instructed the customer to perform a shot to verify the image quality. No artifacts were observed after the test shot. The rse advised the customer to perform both gain and pixel calibrations if artifacts appear in the future. If the issue still persists after calibration, the customer was instructed to contact philips for further support. System returned to clinical use with full functionality. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).

Event description:
It was reported that the immediate shot detected at detector. The device was not in clinical use and there was no patient or user harm.